Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Although this event is a reportable event, it was reported under related manufacturer reference number: 1627487-2026-01065. Therefore, this record does not require an additional report and is no longer reportable.

Event description:
It was reported that the patient experienced uncomfortable stimulation due to location where the lead was implanted. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report. The unique device identifier (UDI) is not provided because the manufacture date is before sep 24, 2014.